Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" ; although a specific value was not provided. Customer reported vomiting due to the bg levels. Customer administered a correction bolus to address the bg.